Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they went into the ocean with the insulin pump on. When they came out of the water the insulin pump had a constant tone. They removed the battery. When they inserted the battery, the screen returned to normal. However, the customer stated that the insulin pump was giving a tone with nothing on the screen. The customer¿s blood glucose level at the time of the incident was 74 mg/dl. Troubleshooting was performed. A constant tone was occurring. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: compromised forced sensor alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor and electronics also. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised forced sensor alarm. Pump had cracked case at display window corner, battery tube threads, reservoir tube lip, cracked case at reservoir tube window corner, minor scratched and cracked display window.